Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, episodes of high ventricular rate and right ventricular lead noise causing pacing inhibition was observed. The patient would have occasional symptoms of dizziness. An x-ray revealed that there was pinching of the lead at the suture sleeve site in the pocket. Lead revision was discussed. The patient is in stable condition.

Event description:
New information received notes that the lead was explanted and replaced. The patient was in good condition after the procedure.